Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was scheduled to have a pump replacement on (B)(6) 2018 but it had to be rescheduled to (B)(6) 2018. The pump was interrogated on (B)(6) 2018 because the patient reported an alarm again. The cause of the alarm was that the pump had gone into a motor stall again. The patient had the pump and catheter replaced. The pump would be returned to the manufacturer. No further complications were anticipated/reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative. The patient was receiving 20mg/ml dilaudid at 8.8mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a motor stall occur on (B)(6) 2018 at 03:54. The patient tried to give themselves a bolus with the personal therapy manager (ptm) and saw the 8476 code on the ptm. A nurse went to the patient's home and interrogated the pump and saw the motor stall in the logs. It was reported that the issue had not been resolved at the time of the report. The patient's status was reported as "alive-no injury." No symptoms were reported. No further complications were anticipated/reported.